Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving 2000.0 mcg/ml of baclofen at 175.7 mcg/day and 1.1 mg/ml of dilaudid at 0.0966 mg/day via an implantable pump for intractable spasticity. On 2017-jan-06, it was reported that the patient switched to a new healthcare provider (hcp) who increased the pump dosage by 10% and added dilaudid to the pump. On (B)(6) 2016, the patient had a baclofen overdose reaction and had a reaction to the dilaudid. On (B)(6) 2017, the patient¿s hcp reduced the medication, which resolved the baclofen overdose. However the patient was still having issue with the dilaudid.

Manufacturer narrative:
Updated to incorporate information accidentally not reported from the information received on 2017-jan-06.

Event description:
Information was received from a consumer regarding a patient who was receiving 2000.0 mcg/ml of baclofen at 175.7 mcg/day and 1.1 mg/ml of dilaudid at 0.0966 mg/day via an implantable pump for intractable spasticity. On (B)(6) 2017, it was reported that the patient switched to a new healthcare provider (hcp) who increased the pump dosage by 10% and added dilaudid to the pump. On (B)(6) 2016, the patient had a baclofen overdose reaction and had a reaction to the dilaudid. On (B)(6) 2017, the patient¿s hcp reduced the medication, which resolved the baclofen overdose. However the patient was still having issue with the dilaudid. It was reported that the patient had a refill on (B)(6) 2017 take out the dilaudid and refill the pump with only baclofen.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.